Manufacturer narrative:
Results of investigation: the gde (gas delivery engine) was returned to carefusion's failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. When the gde was installed into a known working ventilator, the ventilator operated normally. The ventilator ran for three hours with new alarms or events.

Event description:
Customer reported a unit that is autocycling. Field service was requested to come and correct this problem. No information was provided as to whether the ventilator was on a patient when the problem occurred.

Manufacturer narrative:
(B)(4). Field service evaluated the unit and confirmed autocycle with peep. He ordered a gas delivery engine (gde) for the unit.